Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specs and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the pneumothorax could not be ascertained. Pneumothorax is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev d) documents. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).

Event description:
A (B)(6) pt underwent a nanoknife ire treatment for hepatic cancer on (B)(6) 2010. During the treatment an adverse event was reported for pneumothorax. Pt incurred a small pneumothorax during access to the lesion through the pt's ribs. The pt's pneumothorax required no intervention, but was monitored until resolved.